Event description:
Patient has history of bilateral breast augmentation in the 1970's. Presents to the o.r. In 2009 for explantation of bilateral ruptured silicone implants, right breast biopsy, and insertion of bilateral saline implants and reshaping of breasts. Patient had mammogram two months prior, and MRI of bilateral breasts two weeks later, which indicates asymmetry of breast implants and evidence of both intra and extracapsular rupture. Pre op diagnosis: bilateral ruptured silicone breast implants; mass in right breast. Procedure: right breast MRI needle localization with biopsy; explantation of right breast implant, right capsulectomy, resection of multiple chest wall granulomata. Post op diagnosis: right breast cancer; bilateral ruptured silicone implants, bilateral extravasation of free silicone into breast, bilateral silicone granulomata, bilateral calcific granulomas, capsular contractures, bilateral breast deformity.